Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). The dealer reported that the consumer of the m41 power wheelchair alleged that the would logoff without command, and the joystick would be blank. There was no patient injury reported.